Event description:
The customer reported a backflush of diluent reagent into sample tubes on a cytomics fc 500 flow cytometry system. Troubleshooting with the guidance of customer technical support (cts) over the phone failed to resolve the issue, and a service visit was requested. Quality controls (qc) were run following the event, and were within specification. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer re-ran the tube on another instrument; however, results were not provided for review.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a vacuum error that caused the sheath to backflush into the patient tubes. Upon inspection, the probe appeared to be clogged, causing pressure to build and go back into the tubes. After the probe was replaced, the issue subsided. The repairs were verified per established service procedures. (B)(4).